Event description:
The patient reported feeling pressure in the chest and feels the heart beat is off. The patient's internal medicine physician had apparently told the patient the heart beat was off as well. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688tc competitor implantable pacing lead, (B)(6) 2013. (B)(4).